Event description:
Consumer reported complaint for error message (e-5) - reference (B)(4). Wife is calling on behalf of the customer. During the call, a blood test was performed by the customer am fasting and produced test result of 482 mg/dl using true metrix meter. At the time of the call the customer reported feeling sluggish and tired; wife stated she was going to take him to the ER.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4): same meter serial number, different test strip lot number. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on 20-dec-2022 to ensure that the customer's condition had improved - able to establish contact with customer, customer is currently in the hospital. Customer's wife had taken him to the ER on (B)(6) 2022, where his blood glucose test result had been between 600-700 mg/dl. The diagnosis had been high blood sugar and customer was admitted to the hospital. Note 2: manufacturer contacted customer in a follow-up call on 21-dec-2022 to ensure that the customer's condition had improved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. Customer had been discharged from the hospital on (B)(6) 2022 when his blood glucose had been in the 200s mg/dl and had been prescribed a new insulin. Customer had been diagnosed with high blood sugar and dehydration and treated with IV and insulin. Customer had performed blood test that day and had obtained result of 157 mg/dl fasting am.

Manufacturer narrative:
Sections with additional information as of 14-feb-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.